Manufacturer narrative:
Corneal ulcer, infection, bacterial, no testing methods performed, no results available since no evaluation performed, unable to confirm complaint, device not returned, contact lens, not applicable.

Event description:
On (B)(6) 2017 during a search of the maude database, the following medwatch # mw5071085; the initial reporter provided the following information regarding a patient (pt) event while wearing the acuvue oasys brand contact lens: ¿patient wearing contact lenses overnight and using tap water to re-wet lenses before putting them in. Developed severe sight/eye threatening bacterial corneal ulcer which is still undergoing treatment. Will probably need tectonic corneal graft and has already been cultured and glued twice¿. No contact information was provided by the initial reporter, unable to obtain any additional medical information. It is unknown which was the affected eye. The lot number and availability of the suspect product is unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.